Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained for a riqas external quality assessment (eqa) sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. Additionally, there was no evidence to suggest a vitros 5600 integrated system malfunction and unexpected instrument performance is not a likely contributor to the events, however it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer.

Event description:
The investigation has determined that a lower than expected vitros tsh result was obtained from a riqas external quality assessment (eqa) sample when tested using a vitros 5600 integrated system when compared to the riqas ortho user mean value. Riqas eqa cycle 48 sample 1 result of 0.074 miu/l vs. The expected result of 0.127 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh eqa sample result was from non-patient fluid and was reported to the proficiency provider. Ortho has not been made aware of any allegation of patient harm as a result of this event. (B)(4).